Event description:
The customer reported that the insulin pump was not alarming. No delivery when the cannulas was bent. Troubleshooting could not be performed as the customer did not have a tubing clamp available a time of call. Advised the customer to call back when the tubing clamp arrives to complete testing. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.